Event description:
The customer called the hotline to report he had a low blood glucose levels reaction and he fell into the pool. The paramedics were called to treat his low blood levels.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.